Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 470 mg/dl. Customer stated that they no delivery alarm changed set or reservoir had no delivery alarm during fill tubing and changed set again. Customer stated that the insulin did not exit. Customer stated that they did not have another infusion set for testing. Customer declined troubleshooting for high blood glucose. The devices will not be returned for analysis.